Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, the alarm was not duplicated. However, the customer's complaint was confirmed by review of the device's event log which confirms a pressure mismatch error occurred at the time of the event. Evaluation confirmed dirt on flow sensor. It is possible that the reported issue was caused by the dirt on flow sensor. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.